Event description:
The customer reported a button error alarm that couldn't be cleared due to unresponsive buttons. The customer stated that she went to the emergency room for four hours, and was given insulin. No further details about the emergency room visit were given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.